Event description:
On (B)(6) 2012, a vns treating physician reported that the programming system has a frayed cord in the serial cable that connects the handheld to the wand. The serial cable was returned for product analysis on (B)(4) 2012 that is still underway and has not yet been completed. Additional information has been requested but no further information has been received to date.

Event description:
On (B)(4) 2013, it was discovered that the handheld serial number is actually (B)(4).

Manufacturer narrative:
Inadvertently included the incorrect serial number on the initial report.

Event description:
Additional information was received on (B)(6) 2012 when the physician reported that he did not do something to cause the cord to fray, it was just normal wear. Product analysis on the serial cable was completed on (B)(6) 2012. An analysis was performed on the returned serial cable and it was confirmed that the cord was frayed. The cause for the reported allegation is associated with the serial cable being pulled out of its strain relief. The cause for the damaged cable is most likely associated with mishandling of the device according to product analysis. Although the serial cable was pulled out of its strain relief, no anomalies associated with the cable performance were identified during the analysis.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.